Manufacturer narrative:
Correction: b2 and h6 - serious injury rather than additional surgery.

Manufacturer narrative:
Additional information: b2, b5, e1, g2, g3, h2, h6.

Event description:
New information received notes the implantable cardioverter-defibrillator presented with inappropriate therapy due to incorrect interpretation of signal from functional undersensing. A cardiac ablation was performed to resolve the issue on an unknown date. The patient status was unknown.

Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with inappropriate therapy. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.